Event description:
Physician requested 3.5 great white shaver. It was opened and placed into the shaver handle. It was put into the knee during arthroscopy and wasn't functioning properly. It was removed and examined by operating room (or) tech and it was found that the tip of the inner sleeve had broken off into the outer sleeve. A new shaver was opened to complete the procedure.